Manufacturer narrative:
Customer does not know which meter used with strips.

Event description:
Caller states the patient tested 3.4 inr on the coaguchek system and 2.5 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.